Event description:
The pt contacted lifescan and alleged the induo meter was prompting apply sample after sample application. The medical affairs specialist unsuccessfully attempted to contact the pt. The pt was feeling tried, went to the hosp to have their blood glucose checked, no reading reported, the meter, no injury reported. The customer care rep performed troubleshooting and the test would not start. Based on the info obtained from the pt there is indication the product malfunctioned, however no indication the event met the criteria for a medical device reportable. The meter was replaced and return expected.